Event description:
It was reported that post deployment of the stent in the left internal carotid artery, occlusion of the ophthalmic artery occurred. The patient did not have symptoms; therefore, the physician did not administer treatment. The patient was discharged with an asymptomatic occluded ophthalmic artery with a modified rankin scale (mrs) of 0. The physician believed that the occlusion may be related to the stent, but it is not the cause of the occlusion.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remains implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, thromboembolic events are known risks associated with endovascular procedures and is listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that post deployment of the stent in the left internal carotid artery, occlusion of the ophthalmic artery occurred. The patient did not have symptoms; therefore, the physician did not administer treatment. The patient was discharged with an asymptomatic occluded ophthalmic artery with a modified rankin scale (mrs) of 0. The physician believed that the occlusion may be related to the stent, but it is not the cause of the occlusion.